Event description:
It was reported that the patient experienced recurring incontinence, fluid loss, and a malfunctioning cuff with an artificial urinary sphincter (aus). The aus cuff was explanted and a new 4.0cm aus cuff was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.